Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pending alarm occurred. Prior the pump implant, the pump was interrogated. Logs indicated that a motor stall occurred on (B)(6) 2014 with a motor stall recovery the following day. There were no obvious environmental hazards noted. Another pump was available to implant in the patient. The pump was to be sent back to the manufacturer for analysis. If additional information is received, a supplemental regulatory report will be submitted. (B)(6) 2015. No additional information was reported.